Manufacturer narrative:
H3: one device was returned for evaluation. Service history review identified that the device was last serviced in jul-2025. Visual inspection was performed no device problem was identified. The customer reported problem could not be confirmed or replicated. Tests could not be performed as the device kept stating downstream occlusion even after trying several tubing sets. It was determined that the downstream sensors required recalibration or replacement. The root cause of the issue was unknown. The device passed the downstream occlusion tests at 21psi. Additionally, no battery issues were identified. The sensors were calibrated and the device thereafter passed all functional tests.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the unit was tested following staff complaint that it was not running for long on a full battery charge. The test could not be completed because the device kept stating downstream occlusion even after trying several tubing sets. There was no reported patient involvement.